Event description:
Boston scientific corporation became aware of a bronchial thermoplasty procedure performed with an alair bt catheter through an article published in the journal of asthma entitled "bronchial thermoplasty failure in severe persistent asthma: a case study". According to the complainant, the patient had severe persistent asthma that was poorly controlled. On (B)(6) 2011, the patient underwent her first bronchial thermoplasty procedure under conscious sedation to the right lower lobe of the lung. Post procedure, the patient was hospitalized overnight in the general medicine ward due to need for frequent treatments with nebulized albuterol. The patient was discharged the following day on (B)(6) 2011 with no complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). Complaint source: literature: doeing, diana c., aliya n. Husain, edward t. Naureckas, steven r. White, douglas k. Hogarth. "Bronchial thermoplasty failure in severe persistent asthma: a case report." Journal of asthma (2013) informa healthcare. Web. 14 may 2013. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.